Event description:
Used icy hot heat therapy air activated heat- arm, neck, and leg. Fell asleep with the patches on my neck and low back. Woke up in the middle of the night in pain. Removed the patches and discovered burns. Took about a week and a half for burns to heal and disappear. Dates of use: for 6 hours on 2007. Diagnosis or reason for use: #1. Stiff neck, #2. Low back sore. Event abated after use stopped or dose reduced? #1 yes, #2. Yes.